Manufacturer narrative:
Device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was used in a ureteroscopy procedure. During the procedure, it was found that the stent was broken and torn before implantation. The procedure was completed with another of the same device and there were no patient complications reported.